Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Per ini

Event description:
A home patient contacted baxter's technician service center regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Per initial report, baxter's technicial service center assisted the home patient in ending therapy early. Follow up with the home patient's nurse revealed that the home patient my have disconnected their transfer set from the patient line of the homechoice set and later reconnected resulting in the alarm. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.